Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, there was a cut in the cable connecting ECG electrodes a and b, which damaged the yellow gel fire wire, the green (belt discharge) wire and the blue (+5v) wire. In addition, there was a cut in the cable connecting ECG electrodes c and d, which damaged the orange (lead 2-) wire, the violet (agnd) wire, and the blue (+5v) wire. The cause of the test failure is the damaged cables and wires. The root cause of the damaged cables and wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report cracks in several cables. The patient was issued a replacement electrode belt.